Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill 6 of 6. The message would not clear. The treatment was stopped and fluid was discovered leaking out as the cassette was being removed from the cycler. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. The patient was advised to not use the cycler for one night and then resume. The patient did have supplies for manual treatments. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler dry out and then resumed using for treatments with no further issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill 6 of 6. The message would not clear. The treatment was stopped and fluid was discovered leaking out as the cassette was being removed from the cycler. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. The patient was advised to not use the cycler for one night and then resume. The patient did have supplies for manual treatments. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler dry out and then resumed using for treatments with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.